Manufacturer narrative:
The insulin pump alarmed during self-test, no blood glucose meter communication and unable to connect to sensor due to faulty electrical component on the radio frequency board. However, the insulin pump passed displacement test, operating currents, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to perform sensor test and meter blood glucose test due to a64 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call radio frequency pic failed self-test on the insulin pump. Customer's blood glucose level was 208 mg/dl. Troubleshooting for the alarm was performed. Customer advised they were unable to get the meter to transmit to the insulin pump. Customer advised they programmed a normal bolus into the air and it was recorded into the bolus history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.